Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: left main coronary artery thrombosis during transcatheter aortic valve implantation. Authors: penelope diaz gatpatan, mary jane;susanto, alwyn;cuezon, terence; bailon, douglas;alzate, ferdinand;posas, fabio enrique. Journal name: journal of the american college of cardiology year: 2023 reference: doi.org/10.1016/j.jacc.2023.03.3 b3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "left main coronary artery thrombosis during transcatheter aortic valve implantation". The patient was admitted to hospital due to progressive dyspnea. A cardiac exam revealed a distinct s1 and a soft s2 with grade 3/6 holosystolic murmur at the 2nd intercostal space right parasternal border. The patient was diagnosed with heart failure secondary to valvular heart disease. Severe aortic stenosis was identified. The calculated ejection fraction was 25.1% with grade iii left ventricular diastolic dysfunction. The left main (lm) coronary artery was noted to be a normal sized vessel with non-significant stenosis at the ostium. The left anterior descending (lad) artery and circumflex (cx) arteries were normal sized vessels that appeared free of disease. The right coronary artery (rca) was a normal sized dominant vessel with moderate 50-70% stenosis of the mid right posterolateral branch. A transcutaneous aortic valve implantation and percutaneous coronary intervention of the ostial lm were performed. Both femoral arteries were accessed using non-medtronic (mdt) 6f vascular sheaths; 1 sheath on the right side and 2 sheaths on the left side. Both femoral veins were accessed using non-mdt 6f and 5f vascular sheaths. Two non-mdt 6f pigtail catheters were parked at the non-coronary cusp and left ventricle. A 6fr launcher guide catheter was used to cannulate the lm. A non-mdt coronary wire was parked at the distal lad. A non-mdt temporary pacemaker was then advanced to the right ventricle. Non-mdt vascular closure devices were inserted. The 18fr medtronic sentrant valve delivery sheath was inserted. Both pigtail catheters were then connected to manometry to measure pressure. On the cardiac monitor, st elevation was noted, and the patient was hypotensive. An injection was made to the launcher guide catheter which showed thrombus. Direct stenting with a 4.0 x 16 mm non-mdt stent was performed in the ostial to mid segment, and the stent was post dilated with a 4.0 x 8 mm non-mdt balloon. A pigtail catheter was then removed followed by deployment of a 29mm medt ronic evolut r corevalve in the aorta. All femoral sheaths were then removed.